Event description:
It was reported that while performing a stent procedure, a stent was lost in the coronary anatomy. While attempting to advance the stent to a distal lesion resistance was encountered in the proximal portion of the vessel. Eventually, the stent delivery system was placed in the more distal lesion and the balloon was inflated. Upon removal of the stent delivery system resistance was again encountered coming back into the guiding catheter. At the time the stent was still visualized on the delivery system. The delivery system was brought back through the guiding catheter and the stent was lost in the left main. The pt was sent to surgery.

Manufacturer narrative:
Eval summary: qa analysis of the returned device revealed that the delivery sys was returned with the c-flex torn and separated. The c-flex junction was intact, and the fracture face was jagged. The detached portion of the c-flex was not returned. Quality engineering concluded that the root cause of this complaint is most likely due to force applied when resistance was met in an attempt to pass the stent from the proximal area to the mid area. The use of force can cause damage to the device such as strut or c-flex damage, failure to deploy, and shifting of the stent off its balloon. When the stent shifts of its balloon, stent separation from the catheter may occur. There was no indication during preparation that any defects were noted. As part of co's quality process, all stent delivery sys are inspected online to ensure that each stent is securely mounted on its balloon. A review of the device mfg records did not reveal any non-conformities which could have contributed to this complaint. An inservice was conducted in january 1998 regarding misplaced/lost stents, which included predilatation strategy and stent training. This MDR is considered closed by the qa dept.